Manufacturer narrative:
Follow-up #1: date of submission 09/01/2015. Device evaluation: the device has been returned and evaluated by product analysis on 08/12/2015 with the following findings: review of the black box data and alarm history did not reveal any call service alarms related to the complaint. On investigation, the pump powered on and performed ez-prime steps without alarm. The pump was exercised for 24 hours on a 1 unit per hour basal rate program without the occurrence of call service alarm. The pump was opened for further investigation and did not reveal any evidence of damage, defect or contamination of the pump¿s interior components. Investigation did not confirm nor duplicate the alleged call service alarm issue. Unrelated to the original complaint, the display screen was noted to be dim/faded/discolored.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.